Manufacturer narrative:
The facility reported a user experienced inhalation exposure due to a rapicide pa high-level disinfectant spill. The user was wearing the appropriate ppe and no medical attention was sought. The user's current condition is fine. The facility cleaned up the spill and they have had no issues since the event. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
The facility reported a user experienced inhalation exposure due to a rapicide pa high-level disinfectant spill.